Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.